Manufacturer narrative:
Us customer contacted cepheid to discuss patient results. The reporting site is a nursing home unit within a hospital. The site tested 8 patients and 9 staff members. Symptom status was not collected for each sample; however, one staff member was symptomatic and came in solely to be tested. Customer was unable to provide time that retests for all specimens occurred, or how samples were stored in between tests. Customer was not able to confirm if any results were reported to the physician. All xpert xpress cov-2/flu/rsv plus results both negative and positive were from the same lot. Patient #1: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flua negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #2: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #3: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known. Patient #4: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #5: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #6: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #7: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #8: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #9: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #10: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #11: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #12: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #13: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #14: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #15: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #16: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #17: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Site performed decontamination procedure on (B)(6) 2022, per owner's manual with liquid bleach and ethanol. Staff members change gloves between samples. They then ran zeptometrix controls and blank cartridges. Controls gave expected results and blanks came up sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This case involves a number of questionable positive sarscov2 results by xpert xpress cov-2/flu/rsv plus test on (B)(6) 2022. All of the questionable results on (B)(6) 2022 show normal appearing curves. The spc control curves were normal. The sarscov2 pcr curves were normal in shape and cycle threshold values were all in the high 30s and low to mid 40s, consistent with the presence of very low concentration of target. There is no evidence of product malfunction or interference from the pcr raw data. Controls and blanks tested on may 3 and may 4 all passed. There was no known harm to persons tested. The likely root cause is contamination and/or carryover. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results. The reporting site is a nursing home unit within a hospital. The site tested 8 patients and 9 staff members. Symptom status was not collected for each sample; however, one staff member was symptomatic and came in solely to be tested. Customer was unable to provide time that retests for all specimens occurred, or how samples were stored in between tests. Customer was not able to confirm if any results were reported to the physician. All xpert xpress cov-2/flu/rsv plus results both negative and positive were from the same lot. Patient #1: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flua negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #2: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #3: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known. Patient #4: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #5: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #6: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #7: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #8: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #9: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #10: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #11: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #12: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #13: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #14: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #15: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #16: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Patient #17: on (B)(6) 2022 a sample was collected and tested the same day. Customer tested specimen with xpert xpress cov-2/flu/rsv plus. The specimen was processed according to the pi which resulted in sars-cov-2 n positive, flu a negative, flu b negative rsv negative. The reference/comparison method used was biofire and xpert xpress cov-2/flu/rsv plus, same lot on original sample. Information regarding the biofire assay was requested, but not provided. Testing data was not provided for repeat tests. Customer emailed in that results for both assays (biofire and cepheid) concurred and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative. The specimen was processed according to the pi for both assays. There is no known harm. Site performed decontamination procedure on (B)(6) 2022, per owner's manual with liquid bleach and ethanol. Staff members change gloves between samples. They then ran zeptometrix controls and blank cartridges. Controls gave expected results and blanks came up sars-cov-2 negative, flu a negative, flu b negative, rsv negative.